Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage to the isolation tape or error alarms were noted. The insulin pump passed the self test and reset error test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned two error alarms and the display went blank. Review of the insulin pump's alarm history showed that the two error alarms were returned multiple times. Blood glucose level at the time of the call was not provided. No further information was provided.